Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a blank display and keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had a blank screen and the buttons were hard to press. No troubleshooting was performed due to insulin pump was not available. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump received with blank display, problem isolated to interface board. Unable to confirm keypad unresponsive and unable to perform any tests due to blank display. Pump received with corroded battery tube noted.